Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor's reader was overheating. The remote monitor was power cycled. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: model: 24950g, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no complaint failure was found; found error code (B)(4) in failure analysis log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.